Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was explanted.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had numerous stored episodes of non-sustained ventricular tachycardia (nsvt) due to oversensing. A review of the daily lead measurements identified that both the right ventricular (rv) defibrillation lead and the right atrial (ra) lead had low out-of-range pacing impedances. No adverse patient effects were reported. The patient will be scheduled for a revision procedure; however, as of today all available information indicates that the device and lead system remain implanted.